Event description:
In 2001, following a cardiac catheterization procedure, an angio-seal device was deployment in a pt with small vessels. At some time later, the pulses in pt's procedure leg were noted to be absent and the angio-seal device was removed. There were no pt consequences.